Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was a polarity switch on the right ventricular (rv) lead on the day the patient underwent hip surgery, and there were low impedance readings since the polarity switch. The impedance was acceptable when measured on another date and the lead remains in use. No patient complications have been reported as a result of this event.